Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2317-50 sn (B)(4). Device evaluation indicated the complaints of high impedance have been confirmed. Visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Manufacturer narrative:
Model number/ catalog number: sc-2317-50, serial number: (B)(4), batch/ lot number: 5087495, model/ catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances on the leads. The patient underwent a revision procedure wherein the leads were replaced.